Manufacturer narrative:
No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. If the product is returned, lsm will reopen this complaint for further investigation.

Event description:
It was reported that a connector end has snapped off between the administration line and the tubing coming from the cassette. There was unknown patient involvement.